Event description:
Procedure: unknown laparoscopic surgery. Reportedly, when balloon was deflated and removed from the surgical site, a small piece of the silicone layer of the balloon came off and fell into the pt cavity. It was retrieved without difficulty. No pt injury reported.